Manufacturer narrative:
Date rec'd by MFR: 19sep2019. Date of report: 20sep2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The manufacturer¿s field service engineer (fse) reported primary alarm failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/31/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The manufacturer¿s field service engineer (fse) reported primary alarm failed. There was no patient involvement.